Event description:
Customer reported two patient samples containing anti-k did not react with vra108, heterozygous cells. Only cell 22, k+k reacted. No death or serious injury was associated with this incident.